Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of a dissection is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the narrow, heavily tortuous, distal left anterior descending artery (lad), the 2.5 x 38 mm xience sierra stent delivery system (sds) was advanced with anatomical resistance and failed to cross the lesion. After removal, a vessel dissection was noted. A 2.25 x 18 mm xience sierra stent was used at the proximal area as treatment; there was no reported adverse patient sequela. Due to the anatomy, the entire lesion was not treated; the procedure was aborted. No additional information was provided.